Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation. Review of file does revealed the patient¿s nurse reported there were no allegations of defect or malfunction of fresenius products related to the reported event. There was no data on why the patient was admitted to the hospital. The patient¿s co-morbid diseases¿ include cardiovascular disease, however there was not enough information in this file to assess causality. Further information has been requested.

Event description:
This peritoneal dialysis patient was admitted to the hospital for an unknown reason and had a cardiac arrest. The nurse reported that the patient was on his last drain, drain six with a drain complication alarm present, when the patient lost his pulse and a code blue was called. The patient was transferred to the intensive care unit and is recovering. Medical records have been requested.

Manufacturer narrative:
The device was returned for evaluation. The liberty cycler was received and inspected. Exterior visual inspection showed signs of physical damage. The catch post does not align with cassette door, the catch post needed to be adjusted in the production. The front panel bezel gasket was drooping approximately inch over the center of the front panel overlay. There were indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed, failed at set-up; the failure was traced to the loose pressure sensor tube, reconnected tightly the loose tube to the I/o board. After reconnecting the simulated treatment was performed, completed without any failures or problems. Mechanical tests were performed and passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.